Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is frozen. Customer also states that there was some moisture inside the pump due to a crack. The keypad was unresponsive. The blood glucose reading is 202 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, corrosion was found on the keypad traces. No moisture damage found on the electronic, motor, vibrator, and battery tube assembly during visual inspection. The insulin pump had cracked case on the lcd display window corners, minor scratches on the lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, scratches on the reservoir tube window, cracks on the reservoir tube, and cracked belt clip slot. No frozen screen noted.